Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the deep vein thrombosis (dvt) procedure, the multi-sideport dual check valve catheter infusion set began leaking at the hub while it was placed in the iliac vein. It was further noted that there was a hairline crack in the hub. It is unknown if/how the procedure was completed, but there were no injuries or additional procedures reported.